Event description:
The customer lead biomedical services specialist reported that the iabp was in use on a pt in semi-auto mode in ECG trigger and the pt was in a fib. The pump did not go in to auto-r-wave deflate. The user's said they couldn't get the pump to switch to 'auto r-wave deflation'. They switched the pt to another pump and continued therapy. There was no adverse for the pt for this complaint. See related medwatch report #: 2249723-2014-01410 for the same pump with same problem and no event date.

Manufacturer narrative:
The iabp eval was performed by the customer biomed department. The users sent the iabp to the customer's biomed department that services their iabps. The lead biomedical services specialist could not duplicate the issue. He contacted the company tech support. The biomedical specialist reported that "the company clinical technical support person guided him through testing the iabp with a clinical trainer simulator for the cs300. He put the iabp into a fib mode and within 15 seconds the pump switched to auto r-wave deflation. The biomedical service specialist stated that he did not replace any parts as a result of this complaint. He performed a complete pm, functional tests and safety checks to factory specifications and returned the iabp to the users. (B)(4).